Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: ddbc3d1 ICD implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that a lead alert triggered for low impedance on the right ventricular (rv) lead. The alert triggered again two weeks later. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the r waves were low.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right ventricular (rv) lead triggered an alert for low pacing impedance. It was noted this is a known issue and the clinic is monitoring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further report ed the lead is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was oversensing/short v-v intervals. The lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.